Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Lot correction provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: cmf surgery on male 97 plate that was used matrixmandible subcondylar plate, thickness 1.0 mm, malleable, pure titanium. Screws that was used was cortex screw plusdrive¿ ø 2.0 mm, self-tapping. The problem that occurred was that the screws was to small for the plate. The surgeon had to use a different plate and the surgery time was prolonged ca 30 minutes. Unknown if fragments were generated or if surgery was delayed due to the reported event. It is also unknown if procedure was successfully completed. This complaint involves two (2) devices. This report is for one (1) ti matrixmandible subcondylar plate lambda/right/1.0mm thick. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Age or date of birth: patient was born in 1997. This mre review is for sterilization procedure only. Part: 04.503.830s. Lot: 2l90009. Manufacturing site: selzach. Supplier: früh verpackungstechnik ag. Release to warehouse date: 16.january 2019. Expiry date: 01january 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in monument. Part number: 04.503.830. Lot number: h740574. Part manufacture date: 27-sep-2018. Manufacturing location: elmira. Part expiration date: n/a. Nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti matrixmandible subcondylar plate lambda/right/ 1.0mm thick product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the returned device has traces of use visible. Furthermore the hole's thread flanks are damaged, such as stripped/ deformed. The anodized layer is worn away at the damaged areas. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: area:shaft hole 1 of 3. Feature: inner diameter. Dimension drawing: 2.67 0/+0.1 mm. Dimension measured: 2.74 mm. Result: pass. Area:shaft hole 2 of 3. Feature: inner diameter. Dimension drawing: 2.67 0/+0.1 mm. Dimension measured: 2.74 mm. Result: pass. Area:shaft hole 3 of 3. Feature: inner diameter. Dimension drawing: 2.67 0/+0.1 mm. Dimension measured: 2.83 mm. Result: fail / due to post manufacturing damage. Area:shaft hole 1 of 2. Feature: inner diameter. Dimension drawing: 2.67 0/+0.1 mm. Dimension measured: 2.86 mm. Result: fail / due to post manufacturing damage. Area:shaft hole 2 of 2. Feature: inner diameter. Dimension drawing: 2.67 0/+0.1 mm. Dimension measured: 2.83 mm. Result: fail / due to post manufacturing damage. Area: angled arm, hole 1 of 2. Feature: inner diameter. Dimension drawing: 2.67 0/+0.1 mm. Dimension measured: 2.78 mm. Result: fail / due to post manufacturing damage. Area: angled arm, hole 2 of 2. Feature: inner diameter. Dimension drawing: 2.67 0/+0.1 mm. Dimension measured: 2.78 mm. Result: fail / due to post manufacturing damage. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Summary: due to the damages found at the plate, the complaint will be rated as confirmed. However, based on the findings above no fault could be found in material or during the production. All damages are clearly caused post manufacturing considering the evidence that anodized layer is partially disappeared. The for the complaint relevant dimensions were checked as far as possible and were found to be within specifications. This kind of damages are typically consistent with inadequate handling and/ or a misalignment event during procedure.the article 04.503.830s with lot no 2l90009 was manufactured in a quantity of (B)(4) pieces on january 2019. We are not aware of any quality problems or failures caused by a faulty product on the article. During the investigation, no product design or manufacturing issues were observed at the plate that may have contributed to the complaint condition. Because the involved screw was not sent back for investigation no further investigation can be obtained for the reported issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history review: this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.